Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative was unable to replicate the reported event. As a preventative measure, the company service representative reseated the cables of the host module and the power supply. Unrelated to the reported event, the footswitch was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system shut down on its own. Procedure details information is unknown. There was no report of any patient involvement or patient harm. Additional information has been requested.